Manufacturer narrative:
H6. Component code: g01003 a review of complaints for the alinity I total psa (list 7p92), lot# 21474fn00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A retained kit of reagent lot 21474fn00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I total psa (list 7p92), lot# 21474fn00 assay.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier complete sid (B)(6).

Event description:
The customer reported a falsely elevated alinity I total psa result on a patient. Results provided: (B)(6) 2021, sid (B)(6) = 5.002 ng/ml, repeated 2 weeks later with a new draw = 1.0 ng/ml. No impact to patient management was reported.